Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter: "...infusion fluids (saline) leaked from the connection to q-syte..."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 18-may-2022. H.6. Investigation summary: our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. The samples underwent our internal leakage testing and one of the two samples showed leakage. Under closer examination damage was found on the sample, causing the leakage. Bd determined that based on the type of damage found, the cause of the failure was related to our manufacturing process.

Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter: "...infusion fluids (saline) leaked from the connection to q-syte..."